Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that her blood glucose is 128 mg/dl and her insulin pump buttons are not working. She stated that the issue has reoccurred for the last 3 weeks and sometimes it takes up to 10 times pressing the buttons to deliver a bolus. Advised customer that the insulin pump will need to be replaced, to discontinue use of it and revert to backup plan. Nothing further was reported.